Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is an anomaly in the components (the gear motor and the motor revolution detection sensor), and they were replaced with known good ones. The device passed all functional tests after the repair. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was found during investigation that the pump displayed an error code. There was no patient harm or adverse event reported.